Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The customer stated she changed the infusion set one day prior to being hospitalized. Prior to changing the infusion set, the customer was getting no delivery alarms. After changing the infusion set, the customer got no more alarms but the high blood glucose levels continued. No bent cannulas or blood at the site were noted. In addition, the customer stated that while she was being treated at the hospital, her blood glucose reading was 150 mg/dl. Once she began using the insulin pump again her blood glucose reading went up to 411 mg/dl. Advised the customer to discontinue using the insulin pump if the high blood glucose levels continue.